Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell seven of ten of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection between the supply line of a homechoice cassette and the supply bag; air bubbles were noted in the supply lines. The hp properly tightened the connection before therapy started. Renal therapy services (rts) assisted the hp with ending therapy. Rts advised the patient to contact their nurse regarding the event. Proper procedures per the user manual were reviewed with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6) an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of the homechoice cassette and the supply bag was reported, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.